Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional investigation results found that the incorrect reprocessing likely occurred due to a difference in device handling and/or reprocessing steps between olympus' recommendation and the user facility.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope could not finish being reprocessed due to a possible clogged air water channel. The event occurred during a procedure for a diagnostic colonoscopy. There was a slight delay, and the procedure was finished with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
An olympus endoscopy support specialist (ess) was dispatched on (B)(6) 2023, to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The ess dispatch report stated that during the observation the following deviations was noticed: not flushing auxiliary water channel at pre-cleaning, dosing sink during leak test, not removing scope completely after leak test and turning off mu-1 and unplugging mb-155 leak tester (only taking scope connector out of water), channel brushing steps are out of sequence. The olympus endoscopy support specialist (ess) performed in-service to correct deviations and in-service attendance form and on-track form and filled by the user facility. Olympus ess rep provided the customer with an endoscope cleaning wall chart and pre-cleaning quick reference cards for all procedure rooms. The device was returned and evaluated, and the customer¿s allegation was confirmed due to a clog in the nozzle. Additional findings are as follows: leaking at biopsy or instrument channel; insulation read 20 megaohm; there was no image after aeration image was okay; scratches on switch 1; borescope was scratched; down and right angulation were below standard; there was play on the control knob; the distal plastic end cover had dents and scratches; the objective lens had a tiny chip; the light guide lens was cracked and had fluid; the bending section cover glue was cracked; the control body advanced diagnostics (ad) had fluid, after aeration, fluid dry; and the scope connecter had (ad) fluid, after aeration, fluid dry, wet detection sticker was activated. The subject device was returned to olympus for device evaluation and the result of the event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. Investigation was unable to identify the foreign material and unable to specify root cause of which foreign material remained in subject device. However, the investigation confirmed foreign material in the air/water nozzle was from a provided pictures from legal manufacturer (sbc) but was unable to identify the foreign material. According to the investigation, due to leaking, the device may not have been reprocessed properly, as a result, foreign material may not have been removed, and the leak occurred from the biopsy channel. The investigation also stated that the suggested event is detectable and preventable by handling the device in accordance with the following IFU. Detection way is included in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measures are included in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.